Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using encor vacuum canister. Prior to the procedure, it was noticed that both the external and internal packages were missing the manufacturing date. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D2b (gei;knw). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, the investigation in unconfirmed for the reported missing information as it confirms that the date of manufacture is not included as part of the global labeling for these items. A definitive root cause for the reported missing information could not be determined based upon the provided information. Labeling review: a review of label, carton, encor canister, global determined the product labeling documentation is adequate. This document verifies the date of manufacture is not part of the global labeling of the items. G2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using encor vacuum canister. Prior to the procedure, it was noticed that both the external and internal packages were missing the manufacturing date. There was no patient contact.